Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges hand control started to smoke and user got scared. The fire department had to get user out of the chair.

Manufacturer narrative:
The hand control was returned and evaluated. The evaluation found a broken strain relief. There was no evidence that the hand control caught fire.

Event description:
Alleges hand control started to smoke and user got scared. The fire department had to get user out of the chair.